Event description:
It was reported the patient¿s original implant from about seven years ago was replaced due to a lead break. It was noted the implantable neurostimulator (ins) was placed in the patient¿s abdomen. Additional information received reported the patient¿s lead broke 5-7 years ago and one lead was in the wrong spot. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# lb3806, implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).